Manufacturer narrative:
The expiatory cassette was discarded and therefore not returned for investigation but pictures of the expiratory cassette was received. The pictures show a crack at the connector of the expiratory cassette to which the tubing from the patient is fitted. The logs from the ventilator were not received but this will lead to leakage and activation of appropriate alarms. Information of how the cracking occurred has not been received but self-cracking of the expiratory cassette without exerted external forces is highly unlikely. The cause has not been determined. Parts discarded.

Event description:
It was reported that the expiratory cassette in the ventilator broke down while the ventilator was connected to a patient. The ventilator was disconnected from the patient and it was replaced by another one. There was no patient harm. Manufacturer ref. #: (B)(4).